Event description:
It was reported that customer was hospitalized for high blood glucose levels and ketones. Customer's blood glucose reading was 594 mg/dl. The insulin pump is currently not available to troubleshoot. It was also reported that the insulin pump found several motor errors and no delivery alarms. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.